Manufacturer narrative:
Exact date unknown, event date occurred on december 2020 from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible. The explanted ipg was not returned.